Event description:
Hamilton medical ag received the following event description: "the intellicuff does not keep pressure upon. No more reach then 14mbar. Delivered oct 22. In use since jan 23. " no patient was involved.

Manufacturer narrative:
Investigation is ongoing.